Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted after displaying noise, oversensing and pacing inhibition on a lead that was implanted in the lv but plugged into the rv port. There were no additional adverse patient effects reported. The device was not returned.